Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
In situ measurements show affected channels after a reported head trauma to the left implanted side. The trauma occurred on (B)(6), 2017; the recipient returned home from school and reported he couldn't hear with the device anymore. In the recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels after a reported head trauma to the left implanted side. Re-implantation may be scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, the recipient lost access to sound with the device following a head trauma. Therefore, damage to the active electrode as it might be caused by an external mechanical impact appears likely. However, an investigation of the explanted device is necessary to confirm a root cause. Re-implantation is being considered, but no data has been yet communicated.

Event description:
In situ measurements show affected channels after a reported head trauma to the left implanted side. The trauma occurred on (B)(6) 2017; the patient came back from school and reported he couldn't hear with the device anymore. Re-implantation is considered but no date has been communicated.